Event description:
It was reported by the patient that they had their cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead explanted and replaced after ¿only two years¿ because the original doctor ¿put it in wrong.¿ the patient reported that the device was on their right side and that the lead was ¿in the wrong place.¿ the patient experienced shortness of breath. The patient also reported that the lead was depleting the battery. The patient further reported that during the replacement procedure, the doctor ¿nicked their lung, but was later released from the hospital and returned home¿ and that now they are still very swollen. The new cardiac resynchronization therapy defibrillator (crt-d) system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.